Manufacturer narrative:
The product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of an actual fast battery depletion and was unintended and un-impactful to the user. Technical services confirmed through its data review, that the root cause of the alert was post mortem magnet application. This action, while standard in post mortem deactivations, will result in the device to annunciate repeatedly which results in excessive current drain and thus triggers the false battery depletion alert. This alert was neither the cause of the patient death nor did it impact any opportunity for required therapy, while the device was implanted and in use.

Event description:
It was reported that the local representative called for a post mortem deactivation following the patient death, with this device. An on site interrogation exhibited a battery life of around seven percent and an indicator to call boston scientific. The interrogation further reveled no episodes nor any delivered therapy, during the implanted duration. The device was not explanted, thus no physical return of product is expected however data analysis was conducted.